Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. This finding was expected because according to the information received from the field the device was explanted because the electrode lead extruded into the external ear canal. Furthermore two electrode channels migrated post-operatively out of cochlea, according to the implant registration card one channel had been left outside of the cochlea at initial implantation. Reportedly the recipient suffered from an accident during which the tympanic membrane perforated. This incident might have contributed to the reported issue. This is a final report.

Event description:
The audiologist reported that the recipient's device on the right side has extruded. He indicated it could be related to perforation of the tympanic membrane (tm) which occurred at the same time. The user had an obliteration of the right tm resulting in the migration of the active electrode out of the cochlea and the extrusion of the electrode lead in the ear canal. Perforation of the tm was caused by a work related injury due to an explosion on an oil field. No infection was reported. No product deficiency is alleged. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the recipient's device on the right side has extruded. He indicated it could be related to perforation of the tympanic membrane (tm) which occurred at the same time. The user had an obliteration of the right tm resulting in the migration of the active electrode out of the cochlea and the extrusion of the electrode lead in the ear canal. Perforation of the tm was caused by a work related injury due to an explosion on an oil field. No infection was reported. No product deficiency is alleged.